Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received the sensor error alert. The customer reported that she had experienced low blood glucose as well. The customer's blood glucose was 43 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer was advised to monitor the insulin pump and call back if further assistance was needed. After troubleshooting for the sensor error alert, the customer was advised that the sensor would be replaced. The customer did not return the product for analysis.